Event description:
The instrument reported incorrectly sodium and calcium results too low. No wrong patient treatment was initiated, as the too low value was discovered by using another similar analyzer.

Manufacturer narrative:
The cause of the malfunction appears to be usage of the reference membrane for more samples than recommended by the manufacturer. The condition cannot be detected by quality control solutions. After re-membraning of the reference electrode, the measurements were back to normal. Information to all customers regarding reduced lifetime of the reference membrane in case more samples than 70 is done per day, was conveyed in a field action dated october 11, 2002, and the box containing the membranes were affixed a label stating "reduced lifetime." New action: all customers will be informed again. The labeling will be changed to reflect when the electrode must be re-membraned based on information from investigations.